Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: right side breast implant rupture, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced right side breast implant rupture, and capsular contracture; baker grade unknown postoperatively. The patient underwent bilateral explantation and replacement on (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2020, mentor became aware of the following: the date of replacement surgery with catalog number: shpx-465; serial number: (B)(6) on the right side and with catalog number: shpx-490; serial number: (B)(6) on the left side was move to (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. The device was discarded. Hence, field h6 for method code has been updated to "device discarded." Mentor also became aware as per the operative report, the patient suffered trauma to the right breast in which she noticed swelling. She had an ultrasound and mammogram completed, which showed concern for a rupture and fluid. During surgery, when the pocket of the right breast was opened there was an immediate expression of serous fluid. The fluid was collected and send in for testing. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Patient codes injury and seroma have been added to field h6 on this form follow ups are currently in progress to obtain additional details regarding this event. Should additional information become available, this case will be re-assessed and supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).